Manufacturer narrative:
One opened knife sample was received in a blade protector tray for the report of dull knives. The sample was visually inspected and was found to be conforming. Penetration testing could not be performed as the blade was damaged when pulling the blade out of the handle. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the investigation site. Photo number one shows the blade protector tray wrapped with the custom pack list. Photo number two shows two knives correctly seated in blade protector trays, both labeled with product information that confirms the type of knife associated with the complaint however, no information of the reported issue can be confirmed. Although the knife was damaged when removing the blade from the handle and functional testing could not be performed, visually the returned sample was found to be conforming. A dull knife, as described in the complaint, was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no patient harm experienced. No further information can be anticipated for this report.